Event description:
It was reported that the flow could not be displayed in liters per minute. It would only display in rpm. The cable was changed and the problem went away. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.